Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted who an implantable neurostimulator (ins) for cervical radiculopathy. The rep reported that the patient was in a car accident on (B)(6) 2013 and the leads have moved since the accident and the patient stopped using stimulation. The rep reported that the patient didn¿t pursue any reprogramming or intervention until the day of the report. The rep reported that 2 pairings show in the out of range section when he took electrode impedances which would be addressed when the leads were revised. The rep reported that he would review longevity estimate with the doctor to determine if the ins should be replaced since the patient would already have surgery for the leads. The rep reported that the current battery voltage showed 2.9v. The rep reported that p1 2.1v rate of 60 360 pulsewidth 420 ohms and p2 3.4v rate of 60 450 pulsewidth 800 ohms; longevity showed about 22 months. The rep reported that the patient had been using other modalities to address issues and now would like to try the stimulation again. No further complications anticipated.